Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2729498 were released in accordance with abbvie¿s procedures and no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation, this code is classified as a medical event; also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported right side "had problems in armpit due to several previous lymphomas which were then removed", "large lymph node (4 cm in size) had developed in armpit, physician confirmed it is related to the breast implants" and concerns due to the recall. Pathological markers confirming alcl have not been received. The device remains implanted. Reported previous lymphomas are not because of the current device.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Lymphoma-alcl: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "had problems in armpit due to several previous lymphomas which were then removed", "large lymph node (4 cm in size) had developed in armpit, physician confirmed it is related to the breast implants" and concerns due to the recall. Pathological markers confirming alcl have not been received. The device has been explanted and replaced. Reported previous lymphomas are not because of the current device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue this code is classified as medical event; also, according to the procedure this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, and lymphadenopathy.

Event description:
Patient reported right side "had problems in armpit due to several previous lymphomas which were then removed", "large lymph node (4 cm in size) had developed in armpit, physician confirmed it is related to the breast implants" and concerns due to the recall. Pathological markers confirming alcl have not been received. The device remains implanted. Reported previous lymphomas are not because of the current device.